Event description:
Event description boston scientific received information that this transvenous right ventricular lead displayed loss of capture. The lead was explanted, however it was damaged in the process.